Manufacturer narrative:
Correction: the patient did not experienced a loss of osseointegration resulting in fixture loss, rather, the abutment fell out. The fixture remains insitu.

Manufacturer narrative:
This report is submitted on may 17, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced an infection at the implant site resulting in loss of osseointegration and fixture loss on (B)(6) 2016. On (B)(6) 2016, revision surgery was performed to access the patient's sleeper implant and an abutment was placed on the fixture.